Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime/ compromised force sensor system test, excessive no delivery test, occlusion test, and self-test. Insulin pump passed all operating currents tested within the specific range and passed off no power test. Insulin pump was monitored and tested with low battery alert noted. Insulin pump has to reset time/date and unexpected restart alarm after changing battery due to voltage leak on interface board. Insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, and minor scratches on display window noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that when the customer changed the battery, they needed to set the time, date, and rewind the insulin pump. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.